Event description:
Unsuccessful attempt to laser a renal stone. When the fiber was attached, the energy from the machine was not being output to the end of the fiber. Another fiber was attached to the laser and the same thing happened. The company was contacted and it was determined that the laser was malfunctioning. Unable to perform a lithotripsy. A left urethral stent was placed with the intention to have the patient return for a repeat procedure.machine is leased. Manufacturer is aware of event. No response from laser provider at this time.